Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, b7. Additional b5 narrative: it was reported that the patient experienced nausea and vomiting following surgery.

Manufacturer narrative:
Date sent to the FDA: 2/1/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision and recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted the previously placed mesh was retracted freely in the hernia defect. The old mesh was revised. It was reported that the patient experienced severe pain, scarring, adhesions, inflammation, loss of appetite, stress and anxiety. No additional information is provided.